Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, high impedance and thresholds were observed. As such, the lead was capped.